Event description:
It was reported the gastrointestinal videoscope experienced a noisy image. This issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Section e1 shortened from: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code (e216). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction (the screen becomes noised) was no problem detected and the most probable cause of the malfunction (scope communication error code) found during device evaluation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.